Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Event description:
The pt reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's right eye (od) on (B) (6) 2008. The pt has reported having halo effect at night. The icl remains implanted. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be submitted.